Event description:
A cartridge alarm 20 was reported by the customer during the insulin pumping process. Customer's blood glucose (bg) level was in the high 300s mg/dl. Customer continued to use the pump for insulin therapy.